Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Also, it was noted that the patient got an infection few months after the device was implanted. Then a couple of years later the patient had troubled again and went to different doctors for checkup. The consultant in cardiology at fort worth tx confirmed that the patient had an infection then the patient was advised to contact a surgeon. Thereafter, the patient went to surgeon's office and found out that the lead wire protruded from the skin. Thus, the surgeon removed the device and lead. There were no additional adverse patient effects reported. The product was explanted.